Event description:
It was reported that the customer had a high blood glucose of 20.1 mmol/l. Customer was treated with the insulin pump and manual injections. Customer had symptoms of urination and excessive thirst. The drive support cap appeared to be normal. An air bubble was found in the tubing and the tubing was slightly kinked but not bent. Insulin exited the tubing with the manual prime. No leaks were found. The time and date and bolus and basal settings were correct. No high pressure test could be run. The cannula was not occluded and the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.